Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating they were having an issue with the console pump, specifically the console would not maintain pressure and they needed to increase pump speed to 50 in order to obtain the desired water pressure (14-15 psi) to complete case. The case was aborted due to this event. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a field service engineer (fse) serviced the console where he discovered the pump head did not pass the visual test which is one of the requirements of the service. He confirmed there was excessive movement in the pump head which allowed the pump head to slip which therefore made the pressure drop. During the servicing, the fse had to adjust the radiofrequency (rf) output from 52.66 watts down to 50.45 watts indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.

Manufacturer narrative:
The suspect device, a prolieve thermodilatation system, refurbished, was serviced on-site post procedure where a bsc field service engineer (fse) addressed the weak pump during treatment. The complaint was confirmed. Fse replaced the pump head and pump motor. Once the defective parts were replaced, the prolieve system passed all functional test.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation system, refurbished, was used during a benign prostatic hyperplasia (bph) procedure. The complaint reporter called into technical services stating they were having an issue with the console pump, specifically the console would not maintain pressure and they needed to increase pump speed to 50 in order to obtain the desired water pressure (14-15 psi) to complete case. The case was aborted due to this event. Note: the event, as reported, did not reflect an MDR-reportable scenario. However, subsequently to the event, a field service engineer (fse) serviced the console where he discovered the pump head did not pass the visual test which is one of the requirements of the service. He confirmed there was excessive movement in the pump head which allowed the pump head to slip which therefore made the pressure drop. During the servicing, the fse had to adjust the radiofrequency (rf) output from 52.66 watts down to 50.45 watts indicating an MDR-reportable malfunction of microwave power out of specification. The MDR is based upon the service results.